Event description:
It was reported that during an unknown procedure, the jaws did not open. The event occurred while the device was checked outside the patient. As the device did not clamp the tissue, tissue damage was not confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? Outside the patient, not on tissue. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.